Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was received for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire. There was no damage to the rotawire. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. The burr was detached from the coil and received on the rotawire. The burr was able to be removed from the rotawire with no issues or resistance. Inspection of the device revealed that there was portion of the coil detached and still attached inside the burr. The bottom of the burr and annulus were damaged/flared. The damage to the annulus is consistent to interaction with the rotawire during use. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the burr became detached. The 90% severely tortuous and severely calcified target lesion was located in the proximal left circumflex(lcx) artery. A 1.50mm rotalink¿ plus was selected for use. During ablation, the movement of the burr was different from the usual. The burr catheter and the rotawire were removed from the patient's body; it was then noted that the burr detached from the catheter. The procedure was then completed with another of the same burr and the same rotawire. There were no patient complications reported and the patient's condition was stable.